Event description:
Plaintiff alleges sensitization to latex and had suffered severe and irreversable type-I latex allergy. Further alleges suffering physical injuries including hand sores, hives, dermatitis, runny eyes and nose, and other physical injuries, great despair, and loss of enjoyment of life as well as loss and depreciation of her earnings and earning capacity and will continue to suffer for an indefinite time in the future.